Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) was not deep seated but positioned in the laa and a 27 watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but a transesophageal echocardiogram (tee) confirmed that the closure device was too distal. A partial recapture and re-deployment was performed to move the closure device to a more proximal position in the laa. However a perforation occurred with the wds. They noticed on fluoroscopy that there was contrast swirling in the pericardial space. A tee confirmed that there was a small pericardial effusion. They proceed to get subxyphoid access. During this time the patient blood pressure remained stable at 90/50, which was the same at baseline and their activated clotting time (act) was 195 second. While the physician was attempting to gain access to the pericardial space, they accidentally punctured the right ventricle (rv) twice and the patient experienced ectopy on the electrocardiogram (EKG). Once they gained access to the pericardium 360 ml of blood was pulled from the pericardial space and the patient's symptoms resolved. Since the closure device met release criteria they successfully implanted the closure device. The (was) was pulled back to the right side of the heart and protamine was administered. The patient was monitored for 30 minutes, they had remained stable so they were transferred to the telemetry floor with the pericardial drain still in place. A limited tee was performed two hours later and the small pe remained unchanged. The patient was fully awake and coherent with no chest pain. The following day the pericardial drain was removed. The patient remained hospitalized for one more night for observation. The patient was discharged the next morning in stable condition.